Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during a vitrectomy procedure, an ophthalmic vitrectomy probe was cutting but not aspirating. Procedure was completed on the same day changing the cassette and repriming it. There was no information about the patient impact. This report represents the probe involved in the event. Additional information was received and mentioned that there were multiple retinal ruptures (16 small fresh holes). However, the physician could not confirm whether the retinal ruptures occurred during the surgery, as the holes could have been present before the procedure. There was no information available regarding the current condition of the patient.